Event description:
Related manufacturer reference number 3006705815-2024-01461, 3006705815-2024-01462. It was reported the patients ipg became inoperable following an unrelated surgery. During the unrelated surgery, the physician reported leads were burning, as such, the leads were cut. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.